Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation confirmed the entire lead was returned for analysis. Set screw marks were noted on the terminal pin. Resistance testing was performed revealing no anomalies. Analysis concluded this lead met specification.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular lead and device displayed increased high out of range shock impedance measurements. All other measurements were normal. The vector was reprogrammed for coil to can and the pocket was irrigated. All equipment was disconnected, however the out of range measurements remained. A decision was made to replace this lead. The measurement remained increased. A decision was made to replace this device. Finally, a decision was made to replace the device. Normal measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event wil be updated.